Manufacturer narrative:
The device was returned undeployed. The data obtained from the device shows the device delivered 20 first prime pulses and was deactivated at 30 pulses. Due to observed rotational sensor errors, the first priming sequence ended prematurely which caused the completion of second prime to occur without the needle mechanism deploying. Inspection of the drive mechanism components found contamination which contributed to the observed rotational sensor errors.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.